Event description:
It was reported that during a low anterior resection procedure, the device's anvil was purse stringed to the patient and as they dropped the anvil into the pelvis, there was some leaking of stool out of the shaft of the anvil into the patient's abdomen. The patient will be given a two day supply of antibiotics and require a follow-up appointment. The device worked fine.

Event description:
It was reported that during a general procedure, the clips did not close properly then the device did not fire. Another device was used to complete the procedure. No adverse consequences reported. There are no details on the device function.

Manufacturer narrative:
(B)(4). Jaws yielded the analysis found that the device was received in good visual condition. Further inspection found that the jaws had become yielded causing the clips to be ejected and making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.